Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1158465 medical device expiration date: 2021-10-25 device manufacture date: 2021-06-15. Medical device lot #: 1126644 medical device expiration date: 2021-10-05 device manufacture date: 2021-05-12. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ rapid detection of sars-cov-2, 2 false positives from lot 1158465, and 5 false positives from lot 1126644 were produced. Pcr confirmatory testing was performed with all results coming back negative. Erroneous results were not reported to clinicians, and patients were placed into quarantine due to the false positive results. Eua#: (B)(4). The following information was provided by the initial reporter: "bd sales rep called on behalf of customer to report five false positives. The rep had limited info but did report that the customer sent out those five samples for confirmatory testing. The results were all negative. Confirmatory testing method is unknown by the rep." "Customer confirms that there 7 fps in total (not 5)." "Correction: there were two boxes at one affected site that were discovered to have lot # 1158465." "False positives with lot #1158465: 2 false positives with lot #1126644: 5" 1. How many specimens were discrepant (fp or fn)? 7 2. What is the collection date and time for each discrepant sample? (B)(6) 2021@ 1300, 1515, 1530, & 1600. 3. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. 4. Was the patient(s) symptomatic when tested on the veritor plus analyzer? The1 at 1300 was the only symptomatic. 5. How the test is being used ¿ as people come with symptoms, upon admission to facility, and if there is a positive, entire community testing is implemented. 6. Asymptomatic patients or dr. Recommended testing? 6 of the 7 were asymptomatic ¿ tested everyone because of the first positives at each facility. 7. Did you visually interpret the result or did you insert into the analyzer to determine the result? Inserted into analyzer. 8. Were the kit qc swabs tested and if so, did they pass? Yes and yes. 9. Was there patient impact as a result of the false result? Yes, placed into quarantine. 10. If yes, were results reported to a medical doctor? No. 11. If yes, did the patient receive treatment? N/a. 12. If yes, any adverse effect on the patient? N/a. 13. How was the specimen collected? Did it follow the dual-nares collection method described in the qri? Yes. 14. What type of swab was used to collect the specimen? Swabs provided in the kit 15. Was any transport media used? No. 16. How long after specimen collection was the specimen processed in the extraction reagent? Immediately. 17. How long was the swab place inside the extraction reagent? 18. How long after processing in the extraction reagent was the specimen run on the test cartridge? 15 minutes. 19. How many drops were added to the sample well on the test device? 3 drops. 20. Incubation time: how long was sample run on the cartridge before reading? 15 minutes 21. Was walk-away mode used or analyze now mode? Analyze now mode after the 15 minutes. 22. Temperature: clarify the environment temperature and time of test. Was testing performed indoors or outdoors (not collection)? Indoors. 23. How many total samples have you processed? With the above 2 analyzers, approximately 30-40 each one. 24. Is the lot number affected available to return to bd for quality investigation? Remaining testing kits (~280) yes.

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082), batch number 1158465, 1126644. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. The root cause could not be identified. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) to further investigate. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ rapid detection of sars-cov-2, 2 false positives from lot 1158465, and 5 false positives from lot 1126644 were produced. Pcr confirmatory testing was performed with all results coming back negative. Erroneous results were not reported to clinicians, and patients were placed into quarantine due to the false positive results. (B)(4). The following information was provided by the initial reporter: "bd sales rep called on behalf of customer to report five false positives. The rep had limited info but did report that the customer sent out those five samples for confirmatory testing. The results were all negative. Confirmatory testing method is unknown by the rep." "Customer confirms that there 7 fps in total (not 5)." "Correction: there were two boxes at one affected site that were discovered to have lot # 1158465." "False positives with lot #1158465: 2; false positives with lot #1126644: 5." 1. How many specimens were discrepant (fp or fn)? 7. 2. What is the collection date and time for each discrepant sample? (B)(6) 2021@ 1300, 1515, 1530, & 1600. 3. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. 4. Was the patient(s) symptomatic when tested on the veritor plus analyzer? The1 at 1300 was the only symptomatic. 5. How the test is being used ¿ as people come with symptoms, upon admission to facility, and if there is a positive, entire community testing is implemented. 6. Asymptomatic patients or dr. Recommended testing? 6 of the 7 were asymptomatic ¿ tested everyone because of the first positives at each facility. 7. Did you visually interpret the result or did you insert into the analyzer to determine the result? Inserted into analyzer. 8. Were the kit qc swabs tested and if so, did they pass? Yes and yes. 9. Was there patient impact as a result of the false result? Yes, placed into quarantine. 10. If yes, were results reported to a medical doctor? No. 11. If yes, did the patient receive treatment? N/a. 12. If yes, any adverse effect on the patient? N/a. 13. How was the specimen collected? Did it follow the dual-nares collection method described in the qri? Yes. 14. What type of swab was used to collect the specimen? Swabs provided in the kit. 15. Was any transport media used? No. 16. How long after specimen collection was the specimen processed in the extraction reagent? Immediately. 17. How long was the swab place inside the extraction reagent? 18. How long after processing in the extraction reagent was the specimen run on the test cartridge? 15 minutes. 19. How many drops were added to the sample well on the test device? 3 drops. 20. Incubation time: how long was sample run on the cartridge before reading? 15 minutes. 21. Was walk-away mode used or analyze now mode? Analyze now mode after the 15 minutes. 22. Temperature: clarify the environment temperature and time of test. Was testing performed indoors or outdoors (not collection)? Indoors. 23. How many total samples have you processed? With the above 2 analyzers, approximately 30-40 each one. 24. Is the lot number affected available to return to bd for quality investigation? Remaining testing kits (~280) yes.